Manufacturer narrative:
Patient weight is unknown. Additional procodes: gff, gfa, hsz. Lot number is unknown. Device is an instrument and is not implanted/explanted. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a quick coupling drill bit broke during insertion on an open reduction internal fixation (orif) proximal tibia procedure on (B)(6) 2018. The quick coupling drill bit hit interference with the existing cortex screw. The cortex screw was measured using the depth gauge up to the tip of the broken drill bit. A cortex screw was inserted up to broken drill bit. The drill bit tip remained in the patient and the drill bit shaft was removed. A drill guide was also involved during the procedure and there are no other issues identified. There was no surgical delay reported. The procedure was successfully completed as planned, with no patient harm. Concomitant device/s: unknown 3.5mm cortex screw (part number unknown, lot number unknown, quantity of 1); unknown depth gauge (product number unknown, lot number unknown, quantity of 1); unknown drill guide (product number unknown, lot number unknown, quantity of 1). This report is for a 2.5mm drill bit/qc/gold/180mm. This is report 1 of 1 for pc- (B)(4).

Manufacturer narrative:
Concomitant devices updated. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant parts: unknown 3.5mm cortex screw (part number unknown, lot number unknown, quantity of 1), unknown depth gauge (product number unknown, lot number unknown, quantity of 1), part number 323.36, product name 3.5mm universal drill guide, lot number unknown, quantity of 1.